Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. Please see updates to b2, b3, b5, d4, and h6.

Event description:
Olympus received additional information confirming that the fallen part was recovered from the patient's body by the nurse. The procedure was completed. There was no information obtained regarding any further consequences to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (d9 and h4). Additionally, to provide corrections to the initial (d4-lot number and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The evaluation confirmed the following: the probe was broken at proximal end site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the past investigation results, it is likely the probe broken occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the error occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, a specific root cause could not be determined. The event can be prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type stopped with no plastic or metal parts in contact with the device and an unspecified error message was displayed on the generator during a cephalic duodeno-pancreatectomy. During retrieval of the device, the tip broke and was recovered from the patient by the healthcare professional. The same error message occurred with the second thunderbeat and its tip also broke inside the patient's body. A third thunderbeat was used, and it was reported that there was a risk of the device being lost inside the patient. There was no further harm or user injury reported due to the event. Additional information has been requested but no further information was received at this time. This event requires 3 reports. The related patient identifiers are as follows: (B)(6) thunderbeat 1, (B)(6) thunderbeat 2, (B)(6)thunderbeat 2. This medwatch is for patient identifier (B)(6).